Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, the infusion set had been used for three hours or less. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.